Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h3, h4, h6 and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the hose, which sends disinfectant from the disinfectant tank to the reprocessing basin, was likely deteriorated and peeled off as black particles, which subsequently appeared in the reprocessing basin.

Manufacturer narrative:
The user facility reported that there was no leaking associated with the reported event. The black particles were noticed on the inside of the endoscope reprocessor. No sensors went off during the reprocessing of the device. An olympus field service engineer (fse) was dispatched to the user facility to confirm the reported issue. The fse drained the acecide, flushed the tank and disinfected the line hose of the device. The device hoses were replaced. No errors and no leaking components were found. No other issues were reported. No additional information has been obtained. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
An olympus field service engineer (fse) reported that a user facility had a recurrence of black particles during reprocessing on an endoscope reprocessor. There was no patient involvement, infections or injuries reported. No additional information has been obtained.